Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when relaunching the system it asked for password. A technical support specialist dialed into the station and checked the display setting and configured it in correct setting, but the issue persisted. The tsc notified the station was offline and followed knowledge article of station-auto-booting-into-image-console and rebooted the station, but the issue still persists. So, the field service engineer was assigned and when arrived onsite the fse confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, when relaunching the system it asked for password. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.